Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose while using the ilet, with continuous glucose monitor readings ranging from the mid-300s and fingerstick confirmations in the high-200s to 300s after multiple high-carbohydrate snacks; the user performed calibrations, manually entered fingerstick values, and completed an infusion set and site change after the pump later displayed a high reading, with minor blood noted at the removed site. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the glucose subsequently trended down to 170. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device malfunction or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.